Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated blood detected alarm and blood was seen in the tubing. The iab was removed. The customer found the central lumen was broken. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter, between the catheter and sheath and interior of extracorporeal tubing. A visual examination of the product detected the inner lumen within the membrane to be completely separated within a kink approximately 26.9cm from the iab tip. A catheter tubing and inner lumen kink was also detected approximately 76.9cm from the iab tip. Lastly, damage was noted to the tip of the returned sheath. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record ID: (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated blood detected alarm and blood was seen in the tubing. The iab was removed. The customer found the central lumen was broken. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated blood detected alarm and blood was seen in the tubing. The iab was removed. The customer found the central lumen was broken. There was no reported injury to the patient.